Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient admitted to hospital due to shortness of breath. Upon interrogation, ventricular capture could not be confirmed. A revision will take place. No health consequences for the patient were reported.